Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the device battery voltage had reached elective replacement indicator (eri) criteria, however eri was not triggered and the battery voltage did not meet the expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.